Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors not provided may have contributed to the reported thrombosis on the implanted valves. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14777.

Event description:
As initially reported, during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed too aortic, resulting in paravalvular leak (pvl). A 26mm sapien 3 was then deployed within the 23mm sapien 3 valve to resolve the pvl. Following post dilation of the valves with an additional 1cc of volume, the pvl was reduced to trace to mild. The procedure was completed, and the patient was transferred to recovery in stable condition. Additional information received from the patient through the edwards implant patient registry, indicated the patient received the 23mm sapien 3 valve. The initial tavr procedure went well, although the physician informed the patient that the implanted valve was ¿bleeding¿, but that should ¿go away¿. Approximately 9 plus days post implant, the patient ¿passed out¿ and was urgently sent to the hospital. The patient was informed that the valve was ¿bleeding more¿. The recommendation was to implant a 26mm sapien 3 valve within the initial valve. The second valve was implanted 49 days after the initial tavr procedure. The patient was discharged in stable condition but reported he still ¿did not feel well¿. The patient consulted another cardiologist, who performed multiple tests, including CT and MRI. The patient was informed that there was a ¿blood clot¿ on the valve and it needed to be ¿taken care of right away¿. The patient was started on anti-coagulation therapy. The patient reported currently feeling ¿pretty good¿ but is afraid about the blood clot and a possible stroke. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.